Event description:
It was reported that during cl reconstruction surgery and meniscus repair surgery, the t2 anchor of the fast-fix could not be deployed. T1 was removed from patient. A backup was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: b5: updated. H3, h6:the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per complaint details, the t1 was removed due to the non-deployment of t2. There were no other complications reported, a backup device completed the procedure and no significant delay. Therefore, no further clinical/medical assessment is warranted at this time. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was pushed backwards beyond the needle dimple. The needle had been bent from manufacturer intended position. A functional evaluation revealed the device could not be functioned as intended due to anchor being pushed backwards beyond the needle dimple.¿ there was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during cl reconstruction surgery and meniscus repair surgery, the t2 anchor of the fast fix could not be deployed. T1 was removed from patient. A backup was available to complete the procedure with no significant delay or other complications.